Manufacturer narrative:
The consumer's complaint could not be confirmed. The consumer did not return the glucose meter nor the test strips in question. Although the consumer did not return the blood glucose test strips in question, qa retain test strips from the same lot were utilized to complete the investigation. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications. Not returned to manufacturer.

Manufacturer narrative:
Original submission date to the FDA 9/9/2015. Device manufacture date: was left blank. Labeled for single use: was left blank. Correction: device manufacture date: 11/07/2013. Labeled for single use: no.

Manufacturer narrative:
Test strip lot # 1020215082 expiration date: 03/31/2017. Control solution lot # none. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
Consumer's daughter called in concerned about her mom high bg results. Results in question were obtained directly from meter memory (B)(6) 2015 at 06:20 pm bg 490 mg/dl. (B)(6) 2015 at 05:52 am bg 583 mg/dl fasting result. (B)(6) 2015 at 08:56 am bg 476 mg/dl fasting result. (B)(6) 2015 at 01:00 pm bg 479 mg/dl after lunch, not her regular testing time. Consumer went to the emergency room due to her high bg results. Consumer was tested at the hospital and obtained a lab result of 189 mg/dl at approx. 3pm on (B)(6). Consumer was released without any treatment.